Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. The device history record for the lot number, m5215t304, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
It was reported that there was a patient safety incident with one of the suction catheters. The button that initiates the suction turning off became permanently engaged and was causing the ventilator to auto-trigger. Additional information was received on 08-feb-2016 stating that the device was in place less than 24 hours before the failure occurred. The closed suction device was replaced. No further information provided.

Manufacturer narrative:
The actual complaint product was returned for evaluation. One (1) used sample was returned with the original packaging. The sample was received with the control valve in the down position. The thumb valve can be manually pulled up and will remain up when released. When depressed and released, the thumb valve remains in the down position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).